Event description:
There was an allegation of questionable test results for 2 patient samples on a cobas e 411 analyzer (disk system). The affected assays are ft4, tsh, and elecsys brahms pct (procalcitonin). Patient 1: ft4: the initial ft4 result was < 0.500 pmol/l, and the repeated result was 16.43 pmol/l. Tsh: the initial tsh result was 0.015 uiu/ml, and the repeated result was 1.41 uiu/ml. Patient 2: the initial procalcitonin result was 0.059 ng/ml, and the repeated results were 19.83 ng/ml and 19.46 ng/ml.

Manufacturer narrative:
The procalcitonin reagent lot number is 828496. The expiration date is january 2026. The ft4 and tsh reagent lot numbers and expiration dates were not provided. The qc was acceptable. The field service representative found that the pinch valve tubing was damaged. He replaced the pinch valve tubings, performed adjustments, and performed service maintenance. He performed checks and tests with acceptable results. The service actions resolved the issue. The investigation determined that the issue found by the fse was the root cause of the event.